Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional peripheral procedure. Reportedly, the starclose se vessel locator wings were deployed outside of the artery, this was verified on fluoroscopy. The vessel locator wings were closed and the device was removed from the patient anatomy/ hemostasis was achieved by applying manual arterial compression. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿vessel locator wings were deployed outside of the artery¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the starclose se device was used in a calcified vessel. It should be noted that the electronic starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. The safety release mechanism was used to remove the starclose se device. No additional information was provided.